Event description:
The ventilator did not last more than 2.5 hours on a full charge. The "low power" indicator apparently did not alarm when 2 hours were remaining. The staff stated that the ventilator gave no "warning" prior to the battery fully discharging. The unit was on a pt. The unit gave a "shut-down" alarm and quit ventilating. The pt was immediately manually ventilated. No adverse effects noted. Additional info obtained; the unit did alarm for "empty-battery" and "shut-down," but did not alarm for "low-battery."

Event description:
The ventilator did not last more than 2.5 hours on a full charge. The "low power" indicator apparently did not alarm when 2 hours were remaining. The staff stated that the ventilator gave no "warning" prior to the battery fully discharging. The unit was on a patient. The unit gave a "shut down" alarm and quit ventilating. The patient was immediately manually ventilated. No adverse effects noted. Additional information obtained: the unit did alarm for "empty-battery" and "shut-down," but did not alarm for "low-battery."